Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the initial procedure? Hysterectomy and cystoscopy what was the lot number? The packaging was thrown away, not knowing it would be need. What was used to complete the procedure? Another suture needle did the patient suffer from any consequence due to the issue (breakage needle)? No consequences other than another procedure to find the retained foreign body. Did any piece of breakage needle fell into the patient's body? If yes did the surgeon recover the broken pieces? Yes the broken section of needle was found. Trade name: (B)(4). Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 275 g/m.

Event description:
It was reported that a patient underwent a hysterectomy and cystoscopy procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.